Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 216mg/dl. A system check was performed using the current supplies and the pump performed as intended. An infusion set site change was performed to address the occlusion alarm. After the infusion set change, additional occlusion alarms occurred. The customer experienced an elevated bg level; no exact bg value was provided. A manual injection was administered to address the bg level. Reportedly, the cartridge had been in use for over a week. Reportedly, a cartridge change was performed to address the occlusion alarm.